Event description:
The ventilator did not cycle and alarmed a pf error code. There was no patient injury. The fse isolated the part as the pc1618 board and repaired the unit, functioning within manufacturer specifications. This report was generated as a result of service report screening.